Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced low blood glucose level. Customer¿s blood glucose level was 42 mg/dl at the time of incident. Customer¿s other blood glucose levels were 370 mg/dl, 68 mg/dl, 365 mg/dl and 67 mg/dl. Customer was treated with food. Customer was using auto mode. Troubleshooting was declined for low blood glucose level. The insulin pump will not be returned for analysis.